Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet screen was cracked after removal from a pocket, resulting in an unusable device; the issue aligns with a device fracture involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a stress-related problem consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.